Event description:
Reportable based on device analysis completed on 22dec2025. A comet ii pressure guidewire was selected during a procedure. When the guidewire was connected to the ffr link module, the connection was not properly established. The procedure was able to be completed with a different device and there were no patient complications. However, the return device analysis revealed that the tip was detached.

Manufacturer narrative:
The device was returned for analysis. Returned product consisted of an ffr comet pressure wire with the occ cable and torque device. The packaging box was not returned for analysis. Visual inspection revealed the body was kinked at 173cm from distal to proximal, additionally the tip was found bent and detached from the tip weld. Microscopic inspection revealed the sensor was damaged. During memory testing the coefficient values were confirmed to be programmed. During device-to-device interaction testing, the signal was not present. During testing with the ffr link, the signal strength led showed a yellow orange light and the zeroed led showed a blinking red light, indicating that the wire was not working appropriately. During functional testing, there was 0% modulation for this device.